Manufacturer narrative:
(B)(4). Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a previously implanted stent, insufficient preparation prior to use or from interactions with other devices. Furthermore, since there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to use. In this case, an interaction with the stent implant and/or the tortuous and calcified lesion may have damaged and weakened the balloon material, such that the balloon ruptured upon inflation attempt. A review of the finished product lot history record did not reveal any nonconforming material records associate with this report.

Event description:
Device issue: balloon rupture. Time of device issue: during procedure. Adverse event: none. It was reported that the target lesion was the distal rca with heavy tortuosity, moderate calcification, an eccentric lesion, de novo, 90% stenosis. After pre-dilating the lesion with a non-abbott balloon, the xience v stent was deployed. An attempt was made to post-dilate with a voyager nc balloon, but it ruptured during the 1st inflation (30 sec) at 10 atmosphere (atm). A non abbott balloon was used to successfully post-dilate without any issue. There was no effect to the pt. No additional info is available.